Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed far field r-wave oversensing resulting in inappropriate mode switch episodes on their right atrium leadless pacemaker (ralp). Programming changes were suggested, no changes or interventions were reported. There was no patient consequences reported.